Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized with high blood glucose levels over 600 mg/dl. It was stated that the customer's blood glucose level began elevating after changing the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother was not comfortable with the insulin pump and asked to have it replaced.